Manufacturer narrative:
The customer staff cancelled service. It was noted that operator error was the root cause of the helium leak. The rubber o-ring was not used during installation of the new helium tank. The customer confirmed the leak stopped when o ring was installed. Staff cancelled service.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had lost more helium than expected during storage. There was no patient involvement reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.